Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy. As a result, surgical intervention was undertaken wherein the scs system was explanted to address the issue.